Event description:
A customer reported a high reading issue with the adc device compared to a competitor brand meter. The customer became hypoglycemic and experienced a loss of consciousness. The customer was seen by a healthcare professional who administered glucose via IV for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device compared to a competitor brand meter. The customer became hypoglycemic and experienced a loss of consciousness. The customer was seen by a healthcare professional who administered glucose via IV for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch or adhesive. Data was downloaded successfully, sensor signal low error, drop in glucose values and temperature was observed. De-cased the sensor, performed visual inspection and no issues were observed on printed circuit board assembly (pcba). The returned battery was measured and all results were within specification. Sensor was not able to communicate with evaluation module (evm). Extended investigation has been performed on sensor, observed that the molex connector had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu testing without the molex connector connected, therefore adc is unable to further test the returned product.